Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n191463013, implanted: (B)(6) 2009, product type: accessory. Product ID: 8590-1, lot# n181101, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the doctor incorrectly administered medication 2-3 weeks ago and the doctor told the patient ¿it was the wrong stuff¿ and charged the patient for the appointment. It was noted the doctor was rude and made the patient cry and ¿just did not care at all¿ what happens to the patient. It was noted the doctor never explained to the patient or family what was put in the pump and told them that it came from the incorrect manufacturer. The doctor blamed the error on packaging and within a couple of days after it was injected the patient was vomiting, had severe muscle fatigue, was so tired she could not eat, and lost control of her bowels and bladder. The vomiting stopped after a few days, but the other issues have remained and the patient was still very weak and tired. The doctor was notified after the patient had symptoms, but he did not care and told the family ¿he fixed it.¿ the pump was supposed to have baclofen. It was further reported that the patient normally gets 1350 mcg/cc baclofen at 270 mcg/day. When the drug was re-ordered the doctor accidentally ordered 270 mcg/cc baclofen. The drug was not lioresal and the baclofen was ordered from (B)(6). They mix all of his drugs for him and mail them to him. It was noted that (B)(6) contacted him to ask if the concentration change was correct and that he now wanted to order 270 mcg/cc baclofen rather than 1350 mcg/cc baclofen. The doctor told them that this was a mistake and that he meant to order 1350 mcg/cc baclofen. Even though he spoke to someone at (B)(6) and corrected the error, they still ended up sending him 270 mcg/cc baclofen. It was further reported the doctor had a conversation with the patient and their family member and told them that, even though the baclofen the patient would be getting was at a lower concentration, he still had enough medicine to last the patient 18 days. The doctor told them that in the meantime he would order the correct concentration and re-fill it with the correct concentration. The pump was filled with the 270 mcg/cc baclofen and the pump was reprogrammed to account for the change in concentration so the patient was still receiving the same daily dose of baclofen. After the patient left, they never contacted him to say that the patient was experiencing side effects. It was noted the doctor only became aware of the nausea the patient had experienced when the patient came back 18 days later for a refill. The patient was doing fine now. A follow-up report will be sent if additional information becomes available.